Event description:
Boston scientific received information that this implantable defibrillation lead and right atrial pacing lead exhibited noise. High impedance measurements were also observed on the right atrial lead. Both leads were suspected to be fractured. No adverse patient effects were reported.

Manufacturer narrative:
A replacement procedure was planned, however the patient elected to seek a second opinion. The available information suggests both leads remain in service. Should additional information become available this report will be updated.